Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation revealed that the problem was due to a hardware defect. The imaging chain had a malfunction in the digital image pre-processing (dipp) area, which in turn was caused by a defective copra board in the real time controller (rtc). The defect was also verified by corresponding entries in the log file. The error pattern caused the system to properly go into bypass fluoro mode, preventing further acquisitions and representing a mitigation of the problem. In addition, the system displayed an appropriate error message to the operator. Such a defect requires a service intervention on site. After replacing the dipp copra board, the system functioned again as specified and the error has not been reported again. The spare parts consumption was checked and showed no abnormalities. A possible general fault, which would require corrective measures of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventional procedure, the user reported that plane a was not able to produce an exposure. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.